Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump infusing levophed was previously set at a level 5 alarm volume however after a review by the facility it was noted to have been decreased to a volume level of 1. The patient required immediate medical attention due to either a respiratory or cardiac arrest. The patient expired and the customer stated this was not due to any device malfunction. The customer is requesting a log review to find out when the sound volume change was made to the device.

Manufacturer narrative:
The customer¿s report of the alarm volume decreasing was confirmed. Physical inspection showed the device was in fair condition with the instrument seal not present. The only observed anomalies were dull iui connectors and a bent device release latch. Analysis of the pcu event log shows there were 3 instances of audio level changes made on (B)(6) 2018. At 3:45 pm, the user changed the level from 5 to 1. At 6:11 pm, the user changed the level from 1 to 5. At 6:32 pm, the user changed the level from 5 to 1 and then back from 1 to 5. Five is the loudest setting and 1 is the softest. The root cause of the customer¿s report of the alarm volume decreasing was user programming. Changing the volume setting requires selection of the audio adjust softkey, plus a selection of the volume softkey for each individual level change between a minimum of 1 and a maximum of 5.

Event description:
The customer reported that a pump infusing levophed was previously set at a level 5 alarm volume however after a review by the facility it was noted to have been decreased to a volume level of 1. The patient required immediate medical attention due to either a respiratory or cardiac arrest. The patient expired and the customer stated this was not due to any device malfunction. The customer is requesting a log review to find out when the sound volume change was made to the device.